Event description:
It was reported that when the patient moved it felt like stimulation was hitting him in the back. Impedance testing and reprogramming was performed. The manufacturer¿s representative (rep) further reported electrodes 2, 5, and 8-15 were all impeded out. Different variations were run of programs off of the electrodes that were available and all triggered muscle spasms at .6 milliamps. The cause of the issue was not determined and it was not resolved. As a result of this the patient experienced pain, painful stimulation, spasms, and bruising on the dorsal right lower rib cage. The rep. Spoke with the healthcare provider (hcp) who was going to talk with the patient at their next appointment sometime in late (B)(6). The patient was instructed to keep his appointment and turn stimulation off until his appointment with the hcp. The rep. Doubted that the patient was receiving effective therapy but that was his opinion only. The patient further reported that he had stimulation and a bruise on the right side where his ribs were and when he bent down it felt like someone was punching him there, and when stimulation was high it pinched him and brought him to his knees. The patient met with the rep. And they couldn¿t program stimulation to capture the patient¿s back where stimulation was needed. The patient stated that the rep. Told him the numbers were off. The patient was scheduled to see the doctor the following week after (B)(6). The healthcare provider (hcp) later reported that the lead and ins were involved in the event and the event was device related. The patient had not recovered and symptoms/issues were ongoing. The hcp further reported that they believed the patient was experiencing the stimulation issue and bruising due to two leads not being connected. She was not able to specify where the leads were not connected. An x-ray was done and it showed the two leads were not connected. The patient¿s device was off at this time. The leads were going to be replaced as soon as they received the prior authorization from the patient¿s insurance. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).